Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.